Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was not reported whether or not the patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2418 alarm was identified during a review of the event history log, and verified during sample evaluation. The cause of the condition was determined to be a leak on l-disp. To correct the condition, the membrane gasket was replaced. Visual inspection, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found with the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.